Manufacturer narrative:
Found " the device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet touchscreen was unresponsive on the lock screen, preventing swipe-to-unlock despite the display waking and showing the unlock button, and the issue persisted after removing a screen protector, cleaning the screen, and attempting to unlock; the screen responded only while on the charging pad, and force recalibration and restart did not restore normal function, leading to device replacement. Symptoms included no adverse clinical effects and no reported changes in glucose levels. Outcomes included temporary inability to operate the device interface and subsequent replacement of the pump. Investigation included remote troubleshooting, user guidance to remove the screen protector, cleaning of the screen, testing on and off the charging pad, forced recalibration via prolonged wake-button press, and a restart while on the charger. Investigation of this device was confirmed and revealed a nonresponsive capacitive touchscreen behavior off the charging pad, consistent with a touchscreen input malfunction localized to the display/touch interface and wake control pathway. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen sensor that could not be corrected by user-level resets or cleaning.